Event description:
It was reported by the customer's father that the customer had an issue with a weak signal on a mysentry monitor. Customer's blood glucose level was 46 mg/dl. Troubleshooting was performed, but was not determined why the insulin pump kept losing signal 30 ft away from the monitor, while outpost was 15 ft away from the monitor. Kit will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the device was returned because it has a weak signal every once in a while. No other details given. Visual inspection of the returned product revealed no anomalies and it powered up successful. The audible alarm heard, front lights on, back lights on and off as expected. Lcd showed clearly. Then unit was set to link to a functioning insulin pump, and the link was successful as expected. Also it was linked to the outpost without any issue. My sentry monitor was functioning properly during the analysis. No weak or loosing signal as customer sated on its return.